Event description:
Carealert due to out of range atrial impedance (measurement 3000 ohms) on (B)(6) 2021. Undersensing resulting in loss of atrial tracking and crt pacing and resulting in classification of 1:1 rhythms as monitored vt. Callered noted patient having 1:1 atrial/ventricular rhythm on (B)(6) 2021; however device identified the vrate being faster than the arate. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).